Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse checked the system, and the insertion of all usms was smooth. The fse lubricated the usms, and no further issues were noted. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the universal surgical manipulator (usm) insertion was sluggish. The isi tse had the customer check the usm insertion without an instrument, but the issue persisted. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: usm 2 was not usable. The customer completed the procedure with the other three usms.